Manufacturer narrative:
It was reported that when attaching the needle to the syringe it "doesn't lock well" and is "very loose" causing the needle to fall off. There was no report of serious injury, follow up care, or medical intervention/attention required for the patient or user. No additional details are available related to the customer reported issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that when attaching the needle to the syringe it "doesn't lock well" and is "very loose" causing the needle to fall off.